Event description:
This report is being filed after the review of the following journal article: jia, l. Et al. (2021), analysis of clinical efficacy of different internal fixation methods for the treatment of lateral malleolus fracture (china). The objective of this study is to investigate the clinical effect of a new type of lateral malleolus internal fixation plate in the treatment of lateral malleolus fracture. From (B)(6) 2009 to (B)(6) 2017, patients were divided into group a (n=16) and group b (n=20). There were 21 males and 15 females aged 19-57 years. Implants used for group b was a lateral malleolus plate by johnson & johnson. The following complications were reported as follows: 1 case of tibiofibular syndesmosis separation screw fracture after plate fixation but the fracture healed. This report is for unk - screws: trauma. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.